Event description:
The pump was returned to animas. Product analysis evaluated the pump and found a cracked battery compartment and contamination under the keypad button contacts. This report is made based on the results of evaluation from (B)(4) 2014.

Manufacturer narrative:
Follow-up #1 01/05/2015 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump was returned from archive after previous testing. During the new testing of the pump, the pump battery compartment was observed to be cracked below the grip pad and the keypad was observed to be peeling along the right side. The keypad buttons were tested and were confirmed to be responding properly to presses. The keypad was removed and contamination was found under the up and contrast button contacts. (B)(6).